Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was failing the flow accuracy test. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 17may2019, date rec¿d by MFR : 25feb2019. Information was received that the customer was sent a new flow sensor assembly to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.